Event description:
It has been reported to philips that the system would not start. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry computer and the mains power distribution unit which returned the system to use in good working order.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the issue. The rse guided the customer to open the m and r cabinets where it was found that the geo pc and switch in the r cabinet had no voltage. The customer tried to use the f11 fuse on f12, causing the host pc to stop booting up. Analysis of log file revealed ¿programming error: process terminated due to a fatal exception¿ most likely caused by geometry pc. A philips field service engineer (fse) examined the system on-site and replaced the fuses f11 and f12, the main power distribution (mpd) controller unit, the geo-pc and the defective mains cable from power supply flat detector controller to resolve the issue. The fse then installed the board software. The defective geo-pc and mpd controller unit were returned to philips for further analysis. The analysis confirmed a malfunction in the geo-pc due to a power supply failure and no failure could be confirmed for mpd controller unit. Following the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.